Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 40s-range mg/dl and 120 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, strips are no longer available. Replacement was sent.